Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pin of the atrial lead was bent and broken during an implant procedure. Another new lead was implanted and the procedure was completed without any issues. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported event of bent and broken pin was confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.